Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot be switched on. Upon functional testing, fse found that fuse f4 appears to be faulty, and that the ups in the m-cabinet appears to be defective. The fse replaced the ups controller and battery. After replacement of ups controller and battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not power on. The issue was found outside of clinical use. No harm has been reported to philips.